Event description:
It was reported that bd luer-lok¿ syringe with detachable needle had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿this product has been using for quite a while in this unit. The users complain that there is oil in the plunger. The users understand that some oil is for lubrication. However, the oil now is too much comparing with the same product used before."

Manufacturer narrative:
H.6. Investigation: DHR for lot number 8274755 was reviewed and no qns or other events were related to the complaint stated by the customer. The samples received were visually inspected and it shows the defect of "too much oil in plunger" , the cause of this issue it is in the assembly and lubricate process with the supplier of the syringe, due that the syringe are received as a component in our process and then it is placed into the blister and then sealed and packed, the personnel that is placing the components on the multivac did not detect this defect during the packaging process with this condition we can confirm the issue stated by the customer with the samples received, after we inspected the retain samples we could also confirm the excess of oil(silicone) as the one showed on the sample received from the customer, we can assign this issue as a material supplier issue, this defect was not observed during the inspection process

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe with detachable needle had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿this product has been using for quite a while in this unit. The users complain that there is oil in the plunger. The users understand that some oil is for lubrication. However, the oil now is too much comparing with the same product used before."